Event description:
On (B)(6) 2012 the pt¿s wife reported that the pt was admitted to the hospital today due to elevated blood glucose in the 600 mg/dl range. He was treated with an insulin IV. His normal blood glucose range is 125-150 mg/dl. He is expected to be released on (B)(6) 2012. They believe elevated blood glucose was caused by a large air bubble in the insulin cartridge and a bent infusion set cannula (competitor product). The wife reported that the pt does not allow insulin to reach room temperature and the adapter had never been changed. The wife was educated on the proper procedure. Upon follow up on (B)(6) 2012 the pt reported he was discharged from the hospital on (B)(6) 2012. He stated that he does not feel the infusion device was delivering enough insulin during boluses due to abnormal piston rod noise. The infusion device was replaced. The infusion device, adapter, and insulin cartridge were requested to be returned for eval.